Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot be powered on. Fse checked the system power input and found it was working normally. Fse checked the gpdu, it was confirmed that the mds was off. To resolve the issue, the fse turned on mds. After mds was turned on, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was outside side of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and turned on the mds power supply. The device was returned to expected functionality.